Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the pump alarm was heard, but telemetry had not yet been performed. On the day of report, the patient went to the healthcare provider¿s (hcp) office because the pump was alarming and she had missed a refill. The reporter had not yet seen the patient, but believed that it was a low reservoir alarm that was occurring. Therapy issues were denied at the time of report, but she would be evaluated when she sees the hcp. The device system was used to deliver hydromorphone and bupivacaine.